Event description:
Reporter indicated that his vns device changed its settings on two occasions after going through airport security gates and also reported increased seizures. Follow up with the reporter's attending neurologist for further information and programming history have been unsuccessful to date. Further attempts are in progress. A vns generator battery life analysis performed by the manufacturer yielded approximately 0.63 years remaining.